Event description:
While at the customer's site to troubleshoot the customer's control recovery issue on the coulter hmx hematology analyzer with autoloader, the field service engineer (fse) found a pinhole on the tubing from pinch valve pv8, which created a vacuum leak. Erroneous results were not generated in connection with this event. The fse replaced the tubing to address the issue.

Manufacturer narrative:
(B)(4).